Manufacturer narrative:
After further assessment of the information gathered by the manufacturer, it was identified that this event should be re-evaluated for MDR reporting. The original information stated that, during a tha surgery, the rally hv ab bone cement 40 grams was outdated and used in the patient. No injury was reported as a consequence of this problem. However, after further clarification and information received, it was determined that the issue does not meet the criteria to be reportable nor to be a valid product complaint for s+n, since the legal manufacturer of the device involved (rally hv ab bone cement 40 grams) is tecres and not s+n. A complaint notification was sent to the legal manufacturer concerning this complaint requesting.

Event description:
It was reported that during implantation the rally hv ab bone cement 40 grams was outdated and used in the patient. No injury was reported as a consequence of this problem.